Event description:
Surgeon removed drain 3/5/93 and part of the drain was retained. At that time the surgeon decided (from progress notes) to leave retained drain in patient. Patient had problems and returned to hospital for removal of drain 7/20/93 (when hospital became aware of drain retention). Upon examination the end of the drain appears torn, jagged and rough. This required a short stay 24 hr or less and return to the operating room and recovery room to remove the retained drain part.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing, material degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.